Event description:
It was reported that an implantable pacemaker was explanted due to normal battery depletion. A right ventricular (rv) lead was surgically abandoned due to unknown reason. Another lead was successfully placed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).